Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unresponsive button due to blank display. However, keypad flattened button dome switch was found on act. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump would not work after battery change. The customer¿s blood glucose level was 195 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.